Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate test and sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a calibration error on the sensor. Customer stated that there was no incorrect blood glucose entry or delayed entry. There were also sensor error alerts in the sensor alert history. Customer stated this alert occurred after the initialization period. She also stated that the sensor appeared to be fully inserted and flat against the skin. A test plug procedure was run and showed that the transmitter was functioning correctly. The blood glucose reading was 276 mg/dl. Nothing further was reported.